Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the confirmed heart rate was not lower than the programmed rate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was 40 bpm (beats per minute) which is lower than the ICD¿s (implantable cardioverter defibrillator) programmed lower rate of 50 bpm. The ICD remains in use. No patient complications have been reported as a result of this event.